Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loose drive support cap. The customer reported no adverse event. The event involved product(s) mmt-754lwws. Customer reported that drive support cap is protruded/loose/sticking out or flush instead of slightly indented. No harm requiring medical intervention was reported. Mmt-754lwws was requested and customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
Pump received with detached/missing end cap, corroded battery tube, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip. Unable to perform any testing including the displacement test due to detached end cap and p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed that detached/missing end cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.